Event description:
The following has been reported: connection cable cpu board - power supply insulation defective, insulation abraded due to suspected contact with the motor shaft. Potentially a defective ribbon cable. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.